Manufacturer narrative:
The pump had a cracked case at the display window corners, a cracked belt clip slot, minor scratches on the display window and a stained end cap sticker. The drive support disk was inspected and no anomaly was noted. The pump passed the functional testing, including the operating currents measurement, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The pump was programmed with multiple boluses and all registered properly in the daily totals history and also matched properly with the units left on the status screen. The pump passed the delivery accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump delivers insulin at different speeds. Customer indicated that the pump will deliver slow adn then will ramp up the speed during bolus. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that this is the second time that this has happened to the customer. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.